Manufacturer narrative:
The vigilance monitor, model vgs, (B) (4), was reported by customer as the unit smoked. "Smoke exited the unit when testing cardiac output function in the biomed shop. Cco not responding/no bolus". An edwards electronics technician evaluated the monitor and the complaint was confirmed, cardiac output not working. The u16 on the cico board was found to be burnt out. The defective cico board was removed and replaced. The service history record was reviewed and all manufacturing requirements were met.

Event description:
Reportedly, the unit smoked. "Smoke exited the unit when testing cardiac output function in the biomed shop. Cco not responding/no bolus". No patient injury reported.